Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated sent and its components were implanted in a pt for endovascular treatment of an 8 cm abdominal aortic aneurysm in 2001. Aneurysm and vessel morphology are unknown. The pt has a history of coronary artery disease, chronic atrial fibrillation, a peptic hiatal hernia, and peptic ulcer disease, and it was reported that the pt was a poor candidate for open surgical aneurysm repair. No complications were reported as a result of the implant procedure, although there was some late aneurysm filling from lumbar arteries noted. Aprox 6 weeks prior to hosp presentation, a computerized tomography (CT) scan demonstrated a questionable endoleak at the left iliac body junction. In 2002, the pt presents to the hosp with abdominal pain, and an emergency CT scan indicated a large endoleak with evidence of extravasation of blood into the peritoneal cavity. The pt was emergently taken to the operating room for conversion to open surgical aneursym repair and explant of the stent graft. After the abdomen was opened, it was reported that there was about 200 cc of blood in the peritoneal cavity, and there was disruption of the junction of the body of the graft and the left iliac limb. It was also reported that the endoleak may have been a type ii endoleak from a lumbar artery. The stent graft was removed, and a dacron graft was anastomosed to the iliac arteries and the aorta. Calcification was also noted bilaterally within the iliac vessels. No clinical sequelae were reported, and the pt is reported to be fine.